Event description:
It was reported that the patient was not able to charge their spinal cord stimulation (scs) implantable pulse generator (ipg) due to a severe and abnormal burning sensation experienced around the ipg pocket site. The ipg also heats when the stimulation is on when not charging. In addition, the patient experienced an internal burning sensation around the ipg that was even more painful. Therefore, the patients ipg became fully depleted and the patients pre-existing pain returned. The patient underwent an ipg replacement procedure and was doing fine postoperatively.

Event description:
It was reported that the patient was not able to charge their spinal cord stimulation (scs) implantable pulse generator (ipg) due to a severe and abnormal burning sensation experienced around the ipg pocket site. The ipg also heats when the stimulation is on when not charging. In addition, the patient experienced an internal burning sensation around the ipg that was even more painful. Therefore, the patients ipg became fully depleted and the patients pre-existing pain returned. The patient underwent an ipg replacement procedure and was doing fine postoperatively.

Manufacturer narrative:
Analysis of the returned ipg revealed normal device characteristics and was able to be charged in one four-hour charge cycle without any anomalies and passed all testing. However, the data log revealed the thermistor had been triggered multiple times. A product labeling review that was conducted determined that the charger should be well ventilated and properly aligned with the ipg. A review of the ipg data logs confirmed the temperature of ipg in the patients body while charging was always within the acceptable range, and the ipg was getting warm due to improper charging. Therefore, engineers concluded the probable cause of the event was failure to follow the IFU.